Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, it was unable to close. The handle broke outside the patient while closing the magazine. Another device was used to complete the procedure and able to staple the colon in a correct way. No patient injury has been noted.

Manufacturer narrative:
Post market vigilance received one device. The visual inspection of the returned product noted that the instrument rotation collar was broken in half. Several internal components were disengaged from the instrument. Pmv performed functional testing which included. Due to the noted condition no functional testing was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the jaws of the device locked on tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the rotation collar was broken in half. Several internal components were received disengaged from the instrument. Engineering evaluation determined that a foreign material obstructed the welding process during manufacturing. Due to the noted damage no functional testing was performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.